Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2010 and mesh was used. The patient experienced pain, pressure, swelling, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures, including a mesh excision surgery on (B)(6) 2012. No additional information is provided at this time.

Manufacturer narrative:
This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07613. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, urgency, overactive bladder, and interstitial cystitis. It was reported that patient underwent mesh revision on (B)(6) 2012 by dr. (B)(6) due to mesh exposure. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced hip pain, urinary incontinence, urinary frequency and nocturia. It was reported that the patient underwent vaginal mesh removal on (B)(6) 2015 by dr. (B)(6). It was also reported that the patient underwent rectus fascia sling, autologous graft pubovaginal sling and urethral fistula repair on (B)(6) 2015 by dr. (B)(6). (B)(4).

Event description:
It was reported that following insertion the patient experienced hip pain, urinary incontinence, urinary frequency and nocturia. It was reported that the patient underwent vaginal mesh removal on (B)(6) 2015 by dr. (B)(6). It was also reported that the patient underwent rectus fascia sling, autologous graft pubovaginal sling and urethral fistula repair on (B)(6) 2015 by dr. (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent mesh implantation in order to treat recurrent urinary incontinence, vaginal mesh exposure/extrusion and a recurrent vaginal prolapse. The patient underwent the concurrent procedures of a cystoscopy, an ureterolysis, mesh placement, a vaginal wall graft revision with posterior colporrhaphy, an enterocele repair and a sacrospinous ligament vault fixation with mesh augmentation during mesh implantation. During mesh implantation the patient experienced the complication of a bladder perforation. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to extrusion. No additional information is provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.